Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray revealed that the ipg was at an angled position in which the bottom portion of the ipg projected into the body while the upper aspect was pointed towards the skin. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be repositioned.